Event description:
It was reported that the patient had irritation and fluid discharge at the pocket site which caused pain at the area. The patient was provided with cephalexin. The physician confirmed that the patient did not have infection. The pocket site and patient were stable.

Event description:
It was reported that the patient had irritation and fluid discharge at the pocket site which caused pain at the area. The patient was provided with cephalexin. The physician confirmed that the patient did not have infection. The pocket site and patient were stable. Additional information was received that there was no evidence of the fluid discharge. The patient underwent an implantable pulse generator (ipg) replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had irritation and fluid discharge at the pocket site which caused pain at the area. The patient was provided with cephalexin. The physician confirmed that the patient did not have infection. The pocket site and patient were stable. Additional information was received that there was no evidence of the fluid discharge. The patient underwent an implantable pulse generator (ipg) replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.